Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-18 extremely high glucose (B)(4). Note: after several attempts manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. She states that she went to the hospital on (B)(6) 2017 and was hospitalized due to hyperglycemia until (B)(6) 2017. She was treated with insulin and metformin. At the time of the call she was feeling weak and woozy. She got a blood glucose of 169 mg/dl in the morning.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The customer is concerned with tests results obtained of e-5 and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of frequent urination and excessive thirst. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is about one week ago. The meter memory was not reviewed for previous test result history. E-5 occurs after the blood is applied to the strip (non- fasting). Customer is complaining of frequent urination and excessive thirst.